Event description:
It was reported by service report that there was no power to the bed, the power cord plug was missing the ground prong, and the communications cord had a cut in the sheathing. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Results: power cord plug missing ground prong. Damaged communication cord.